Event description:
It was reported that the pt underwent a surgery which involved a small bowel resection and repair of a large incisional hernia using the device. The incision below the umbilicus healed well. The area above the umbilicus developed a 4 cm tract with bile discharge one week post-operatively. Three cm of mesh was exposed. No additional information was provided or available.